Event description:
Reporter alleged blood glucose device generated results prior to the test strip being dosed with blood or controls solution. It was stated the meter generated results of 316 or 137 mg/dl when the strip was inserted into the meter without blood prior to performing a glucose test. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.